Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent act and up buttons response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons weren't responding before the button error came up during troubleshooting. Customer's blood glucose was 204 mg/dl at the time of the incident. Caller tried to take insulin for breakfast and the buttons wouldn't respond when he tried to put in the carbs. Caller tried to change the battery multiple times and then received a button error alarm. Customer was outside and it was hot. Caller thinks the issue was caused by being in the sun. Caller mentioned that her daughter has been waking up with higher blood glucose and the doctor explained that it was from her growing and that she needed more insulin. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.